Manufacturer narrative:
Internal reference number: (B)(4). 'Revoked asr exemption number e1997036; 'report late due to asr to individual reporting transition.'

Event description:
Implant failed due to failure to osseointegrate.